Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. (B)(6). (B)(4). The customer has not reported an alleged malfunction of the iabp and therefore has not requested getinge to evaluate the unit. The details of the involved iabp have not been provided. Additional information has been requested from the customer. A supplemental report will be submitted if additional information is received.

Event description:
It was reported that during cs300 intra-aortic balloon (iabp) therapy, some problems occurred during the insertion of two intra-aortic balloon (iab) catheters in the cardiac center. The first iab catheter had its axes broken after completion of the insertion procedure, which caused infusion of blood into the balloon. The customer has concerns that this may have caused the death of the patient. The second iab catheter had its axes broken during the insertion due to the sheath which was too tight to insert the catheter easily into it. The medical staff used a third balloon catheter which was inserted correctly, and therapy was continued. The patient died 8 hours later and it is unknown whether the cause of death was due to the catheter or due to the clinical status of the patient. There was no alleged malfunction of the iabp. This event is related to iab reports to be submitted under (B)(4).